Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The customer called olympus to troubleshoot an issue in which error e102 occurred twice in the same case. The first time, the user switched off the tower to clear the error but it came back. The brightness dramatically dipped to dim and yellow and then the e102 appeared on the screen and brightness control function was locked out. Olympus informed the customer, it was likely the emergency bulb kicked in because the main lamp shut down. The customer was instructed to verify the installation of the bulb and heat sink housing was corrected. The customer was advised that the bulb needed to be checked or replaced. The issue occurs after the new bulb replacement, the device will need to be sent back for inspection. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis exera iii xenon light source displayed error e102, temperature switch error, during a therapeutic procedure. The issue occurred twice in one case. There was no harm or user injury reported due to the event.

Event description:
Additional information was received indicating, there was a delay in procedure for 30 minutes due to the bulb needing to be changed. The bulb was replaced. It was also noted that the intended procedure was colonoscopy, and the procedure was completed with the same device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer and applicable corrections. A supplemental report will be submitted upon completion of the investigation or if any additional information is obtained.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the spare lamp switching on and the e102 error could not be identified. Olympus will continue to monitor field performance for this device.